Event description:
The pt started treatment on (B)(6) 2011. Symptoms were reported to the doctor on (B)(6) 2011, a few days after receiving the first aligner, the pt developed coughing, itchiness in mouth, and bronchitis. The pt went to her general physician who confirmed that the pt's airways were reduced at that moment and that it could be caused by the aligners. The pt went to emergency room and had a battery of tests performed, which demonstrated that the pt had an allergic reaction. It is unk if the pt needed medications to alleviate the reported symptom. The pt discontinued the aligners and got better, she is now back to normal. The treating doctor thinks that this event was serious and potentially life threatening to the pt. There was no indication of anaphylaxis or hereditary angioedema. The pt decided to discontinue the treatment. Treatment was discontinued on (B)(6) 2011.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to spcs and the device was used in accordance with labeled indications. The treating doctor thinks that this event was serious and potentially life threatening to the pt. Thus, this event is being reported.